Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.